Event description:
An article titled "Risk Factors and Clinical Characteristics of Rhegmatogenous Retinal Detachment after Implantabke Collamer Lens Implantation in High Myopia: a matched case-control study" indicated that a patient experienced Retinal detachment, Proliferative Vitreoretinopathy, late lens opacity and elevated IOP. There was lens explantation and other surgical intervention. No further information has been provided. If additional information is received, a supplemental MedWatch report will be submitted.

Manufacturer narrative:
H6: Health Effect Clinical Code 4581: Retinal Detachment: H11-Manufacturer Narrative: Retinal detachment, late lens opacity (cataract), IOP elevation, and Secondary Surgical Intervention to Remove/Replace/Reposition the Lens from baseline are identified in the labeling as a known potential adverse event following ICL implantation. Claim # (b)(4).